Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for right ventricular automatic threshold (rvat) detected as suspended due to low evoked response (ER). Additionally, review of the stored right atrial automatic threshold (raat) electrograms showed right ventricular (rv) loss of capture. Stored non-sustained ventricular tachycardia (nsvt) and supra ventricular tachycardia (svt) episodes showed 1:1tachycardia, possible sinus tachycardia. Further system review is recommended. The system remains in service and the patient has been scheduled for a follow up visit. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that this device stored a ventricular tachycardia (vt) episode due to oversensing of atrial signals on the right ventricular (rv) channel. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received that all alerts previously reported have continued to be generated. The vt episode alert has not been disabled and further in office lead evaluation was recommended. No further assistance was requested at this time. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. As no further information has been received at this time, our investigation is complete.

Event description:
It was reported that an alert was triggered for right ventricular automatic threshold (rvat) detected as suspended due to low evoked response (ER). Additionally, review of the stored right atrial automatic threshold (raat) electrograms showed right ventricular (rv) loss of capture. Stored non-sustained ventricular tachycardia (nsvt) and supra ventricular tachycardia (svt) episodes showed 1:1tachycardia, possible sinus tachycardia. Further system review is recommended. The system remains in service and the patient has been scheduled for a follow up visit. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that this device stored a ventricular tachycardia (vt) episode due to oversensing of atrial signals on the right ventricular (rv) channel. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for right ventricular automatic threshold (rvat) detected as suspended due to low evoked response (ER). Additionally, review of the stored right atrial automatic threshold (raat) electrograms showed right ventricular (rv) loss of capture. Stored non-sustained ventricular tachycardia (nsvt) and supra ventricular tachycardia (svt) episodes showed 1:1 tachycardia, possible sinus tachycardia. Further system review is recommended. The system remains in service and the patient has been scheduled for a follow up visit. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.